Event description:
A nurse manager reported that capsular bag rupture occurred in cataract with iol (intraocular lens) implant procedures involving two patients. The surgeon related these occurrences to suspected defects on the irrigation/aspiration tips; the tips were reported to be worn out and damaged after about two weeks, "corresponding to 6 to 10 sterilization cycles". Despite capsular bag rupture, iols were implanted. No pt identifiers were provided. It was also reported that tips were noted to be damaged since use of a new product for sterilization (ultrazime). Additional info has been requested.

Manufacturer narrative:
No lot number was identified with this complaint; therefore, the mfg device history record for this complaint could not be reviewed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).